Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. How the device was broken is not known.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to external stress. The cause of the stress was considered as hitting a hard object to the item and/or applied force toward the wrong direction by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
Olympus sales representative reported that two connector devices for the customer automatic endoscopy reprocessor (aer) were broken. There is no patient involvement and no harm reported to any patient.